Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
Additional information was received indicating the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.